Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019 during an elective replacement, there were difficulties removing the rv lead. The sehath would not advance over the distal coil. The rv lead was not removed. The procedure was completed, and the patient left in stable conditions.